Event description:
The customer reported a detergent overflow from the au5800 clinical chemistry analyzer. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. There was no report of erroneous results generated or change to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer cleaned the detergent that spilled onto the floor while wearing gloves and a laboratory coat. The customer currently has a chemical hygiene plan in place at the laboratory. The customer re-initialized the instrument and the instrument returned to normal operating specifications. A field service engineer (fse) was not dispatched to the customer's site for this event. Beckman coulter has issued an urgent product correction letter to all affected customers informing them of the issue and actions to take. Beckman coulter will correct the software error in a future software release. Beckman coulter internal identifier for this report is (B)(4).